Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10800. It was reported that the patient presented in clinic for follow-up. Upon interrogation, multiple episodes of right ventricular oversensing were detected. Programming changes were performed. Patient condition was stable and will continue to be monitored.

Event description:
New information received stated the right ventricular oversensing was a device related issue.